Manufacturer narrative:
The calibration and the quality control (qc) results were verified. Siemens continues to investigate. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00311 and 1219913-2020-00313 were filed for samples from the same patient tested on different dates

Event description:
The customer observed reactive advia centaur xp sars-cov-2 total (cov2t) results for three samples from the same patient. A non-reactive result was observed on an earlier sample. Pcr results were negative for all samples as well as results from alternate methods. The advia centaur xp cov2t results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00312 was filed on september 30, 2020 reporting that the customer observed reactive advia centaur xp sars-cov-2 total (cov2t) results for three samples from the same patient. A non-reactive result was observed on an earlier sample. Pcr results were negative for all samples as well as results from alternate methods. Additional information - october 19, 2020 the customer reports that they tried advia centaur xp cov2t reagent lot 002 for troubleshooting and observed improved performance. Siemens continues to investigate. MDR 1219913-2020-00311 supplemental 1 and 1219913-2020-00313 supplemental 1 were filed for samples from the same patient tested on different dates.

Manufacturer narrative:
MDR 1219913-2020-00312 was filed on september 30, 2020 reporting that the customer observed reactive advia centaur xp sars-cov-2 total (cov2t) results for three samples from the same patient. A non-reactive result was observed on an earlier sample. Pcr results were negative for all samples as well as results from alternate methods. MDR 1219913-2020-00312 supplemental 1 was filed on november 13, 2020 with additional information. Additional information - november 20, 2020. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xp sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. Investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00311 supplemental 2 and 1219913-2020-00313 supplemental 2 were filed for samples from the same patient tested on different dates.